Manufacturer narrative:
The lead remains implanted but programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device check, this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3,000 ohms. The r-wave amplitude could not be measured, and pacing and sensing failure were observed on the surface ECG. The device memory showed that the impedance had gone out-of-range on the date of the routine device replacement procedure, and noise was noted in episode electrograms beginning 10 days after the procedure. An x-ray was performed, and no fracture could be visualized. Noise could not be reproduced during testing. As the patient was not symptomatic, the device was reprogrammed to aai pacing. It was suspected that the lead issues were caused by stress being applied to the lead during the device change out. No adverse patient effects were reported.